Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery compartment had crack and insulin pump would not turn on even after battery change. The customer's blood glucose value was unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The device passed displacement test, sleep current measurement and active current measurement. Pump error 63 alarmed during selftest due to cracked solder joint at u1 on keypad assembly. No blank display anomalies noted during testing. Unit received with cracked case next to belt clip rail corner.